Event description:
The patient's system was removed due to infection. No additional information was provided regarding the event. Additional information has been requested, a follow-up report will be sent if additional information becomes available.